Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/20/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. Several hours post operative, the patient complained about severe stomach pain. The following day an endoscopic laparotomy was conducted. It was noted that the patient had inflammation of the peritoneum and the mesh was removed. Additional information has been requested.